Event description:
It was reported that during an unknown procedure, the clip applier reportedly "dropped the clips around" instead of applying them on the tissue. No adverse patient consequences reported. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4).